Event description:
Medtronic (covidien) received information that during a flow diversion treatment of two blister/small aneurysms in internal carotid artery (ica) with a pipeline embolization device (ped), the physician noticed that the pipeline did not come off capture coil. It was reported that the patient had previously been brought in for pipeline case six months prior to this procedure; however the pipeline placement in that case was not optimal. During the deployment of the ped, the physician noticed that the device did not come off capture coil; therefore, prior to more device being delivered out of marksman (approximately half of the device remained in the marksman) the physician decided it was best to take the device out of patient. Physician tried torqueing the device 4-5 times prior to removal. It was reported that after the removal of the ped, the patient was treated with another ped successfully. The patient was treated with verapamil, plavix, and asa. The device will not be returned because all contaminated field and all products were discarded immediately after the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Off label use: the pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults ((B)(6)) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. It was reported that the patient returned for additional pipeline placement of two small blister aneurysms in ica. The device was not returned for analysis as it was discarded; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4). Same patient as MDR MFR# 2029214-2015-00258.